Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, g, b, c, d codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported there are limitations with the functionality of the pca. Customer reports that if a 50ml syringe is pre programmed via guardrails and a 30ml syringe is placed in the pump, the clinician can still proceed with the infusion despite the volume discrepancy. Customer is requesting multiple product enhancements to increase pca functionality such as: weight based pca dosing in the guardrail library without having to build out multiple therapies pca and interoperability integration pump recognition if a wrong size syringe is selected compared to syringe placed in pump. Customer would like the ability to provide our concentrations in different size syringes and preprogram the pca with the amount and volume that is not modifiable. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported there are limitations with the functionality of the pca. Customer reports that if a 50ml syringe is pre programmed via guardrails and a 30ml syringe is placed in the pump, the clinician can still proceed with the infusion despite the volume discrepancy. Customer is requesting multiple product enhancements to increase pca functionality such as: weight based pca dosing in the guardrail library without having to build out multiple therapies. Pca and interoperability integration. Pump recognition if a wrong size syringe is selected compared to syringe placed in pump. Customer would like the ability to provide our concentrations in different size syringes and preprogram the pca with the amount and volume that is not modifiable. There was no patient involvement.